Event description:
It was reported that pt's hip started squeaking 6 months ago and wanted a replacement liner.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in the supplemental report.